Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2020 with blood glucose of 43 mg/dl at the time of the incident. The customer was at 52 mg/dl at the time of admission. The customer was given food to treat. The customer experienced symptoms such as nausea, lightheadedness, and shakiness. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer got a stuck button alarm twice. Troubleshooting was completed and no other issues were found. The insulin pump will be returned for analysis.